Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose level ranged from 185-186 mg/dl. During troubleshooting with tandem technical support, the customer reset the pump and was able to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.